Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08720 inches. No under delivery anomaly or over delivery anomaly noted. Device uploaded properly using carelink. The formatted history file lists a 10 unit bolus that was programmed on (B)(6) 2020 at 08:30:33 and delivered on (B)(6) 2020 08:37:14. The long trace file confirms that the customer manually programmed and delivered the 10 unit bolus. No bolus anomaly or history anomaly noted during testing. Device had minor scratched display window, scratched display window cover, scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that the customer visit to emergency room and then hospitalized for high blood glucose and ketones on (B)(6) 2020. Blood glucose reading was 461 mg/dl to 500 mg/dl. Customer¿s blood glucose level was 305 mg/dl at the time of incident. Customer also reported that they alleged insulin pump was under delivering due to high blood glucose. The customer was treated with intravenous drip at the hospital and manual injection. Troubleshooting was performed for the high blood glucose and under delivery. Customer was also experiencing a low blood glucose. Customer performed self test and the test was passed. It was unknown that if the insulin pump was in auto mode at the time of the incident. The insulin pump will be returned for analysis and reservoir will not be returned for analysis.